Event description:
Medtronic received a report that imaging was performed as in the standard fashion. After measurements were done and device size chosen, the triaxial system of the neuron max, phenom plus, and phenom 27 was advanced to the proper location. The pipeline was then flushed and advanced to position with no noticeable resistance. The pipeline was deployed in the desired location without issue. During recapture, the ptfe sleeves would not recapture smoothly into the phenom 27. Some more pulling force was applied to the delivery wire. The sleeves would still not recapture. The delivery wire was then removed with the phenom 27. Everything appeared normal under fluoroscopy. Follow up angiography was performed. The distal wire from the solder point was then seen in the distal end of the phenom plus. The phenom plus was carefully removed with the distal portion of the wire. The wire was collected along with the discarded pusher wire to return for inspection. The pipeline was deployed in the correct location. All catheters and wires were successfully removed from the patient. The pipeline used for an indication that is approved and the pipeline and any accessory devices were prepared as indicated in the IFU. Pushwire/capture coil was stuck during retraction, the pushwire was not rotated during removal. The sleeves were stuck on the distal end of the phenom 27 and would not retract. There was no catheter damage, the pushwire was damaged, and the capture coil was damaged during removal. No patient symptoms or further complications were reported as a result of this event. Dual antiplatelet treatment was administered. Angiographic result post procedure showed successful deployment of a pipeline flex with shield technology at the site of the aneurysms. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of 8mm and a 5mm neck diameter. Landing zone was 3.3mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was normal. Medical history included 2 aneurysms located in right internal carotid artery. Ancillary devices include a penumbra neuron max sheath, phenom plus intermediate guide catheter (lot #: 227971100), phenom 27 microcatheter (lot #: 225308507), and stryker syncro 2 guidewire. Additional information received reported the resistance occurred at the distal tip of the catheter when trying to recapture the pushwire tip coil. The pipeline push wire stretched when it was put under resistance when trying to recapture the tip coil. The catheter was discarded after the procedure.

Manufacturer narrative:
H3: product analysis #: (B)(4). Equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel. As found condition: the proximal segment of the pushwire was returned inside a sealed bio-hazard bag and a shipping box. The distal broken segment and catheter were not returned. Damage location details: the pushwire appeared broken at the distal hypotube. The distal hypotube was found to be stretched, but the ptfe shrink tubing was still intact. Kinks and bends were found along the length of the pushwire. No other anomalies were observed. The broken end of the pushwire was sent out for sem analysis. Testing/analysis: per the sem results, the broken end failed via ductile overload. Conclusion: based on the analysis findings, the customer complaint was confirmed that the pushwire was damaged. In addition, the pushwire was also separated at the distal hypotube. The broken end failed via ductile overload. From the damages seen on the pushwire (kinking, bending, stretching, separating), a high force was used. These damages likely occurred when the customer attempted to resheath the pipeline flex shield through the catheter against the resistance. However, the cause for resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. However, the customer reported that vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. The lack of continuous flush with heparinized saline may have contributed to the resistance during delivery, causing the pushwire to separate. Since the catheter was not returned, any contribution from the catheter to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.